Event description:
The end user reported while unloading a patient from the ambulance, the caster bridge on the operator end of the stretcher broke causing the stretcher legs to splay. The decision was made to re-load the stretcher back into the ambulance and the patient walked into the hospital. No injury to the patient was reported.